Event description:
Foam in the venous line passed the ultrasonic air bubble detector (uabd) with no alarm condition. The pt was laid back and sent to the hosp for x-rays. The x-rays showed that the pt has resolved no air; no pt injury or medical intervention. The clinic's biomed tech, performed the 7 microliter bubble test 20-30 times with no failures.